Event description:
It was reported by the patient that the previously working remote monitor had an unresponsive start button. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) power supply is out of specification. Monitor powered up and passed testing with a known good power supply.

Event description:
It was reported by the patient that the previously working remote monitor had an unresponsive start button. The monitor was returned and replaced. No patient complications have been reported as a result of this event.